Event description:
Customer reported an issue with the accutorr plus monitor, which may have affected spo2 monitoring. No pt injury reported.

Manufacturer narrative:
Company rep evaluated the unit and replaced the spo2 connector and broken handle. Unit was calibrated and tested the unit to factory specs.